Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Upon removing tubing following treatment, fluid spilled out of the cycler door. Pt had no ill effects. Sample is available.